Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error 41171 occurred. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with reported complaint that error 41171 occurred. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. When the pump turned on, the error code occurred, so the event log could not be extracted. It confirmed the customer reported issue. Possible defective mainboard. Replace the mainboard. Perform function tests and all passed.